Manufacturer narrative:
(B)(4). Date sent: 8/27/2020. D4: corrected data. Investigation summary: the analysis found that one pcee60a device was returned with the anvil bent upwards and with one gst60b reload loaded in the device. The reload was received partially fired 1/2. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #: u5a187. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, several staples deployed. Surgeon attempted to remove the device from the tissue and the device wouldn¿t release. Surgeon attempted the manual release with no success. Some tissue had to be cut to remove the device from the patient. Unknown as to how the procedure was completed. There were no adverse consequences reported for the patient.